Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
There was an incident at autumn lake at norwalk, there were no injuries but the bolt that hold the hanger fractured and led to spreader bar detachment.

Manufacturer narrative:
The customer reported an event involving arjo maxi 500 lift. It was reported that two caregivers attempted to transfer a resident from a bed. When the caregiver started to raise the patient the spreader bar detached from the device. No injuries were reported. After an event, the device was evaluated by an arjo representative. The device inspection revealed that the bolt that holds the spreader bar on the lift was fractured. Arjo representative indicated that the cause of the reported malfunction is normal wear and tear. Following the information collected the maxi 500 lift was above 14 years old and was subjected to wear and tear during this time. The expected life of a maxi 500 is 10 000 cycles with a load of 227 kg or 7 years (4 cycles/day)). In summary, the maxi 500 lift was used for resident handling at the time of the event and in that way played a role in the event. The device failed to meet its specifications at the time of the event. Arjo decided to report this event to competent authorities due to the spreader bar detachment during use.